Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported re-stenosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stentng and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported via trial that approximately 13 months post xience v stent implantation in a heavily calcified and tortuous mid left anterior descending artery (mlad), the patient had a positive nuclear stress test and was taken for a diagnostic catherization. The 80% in-stent restenosis was found. Plain old balloon angioplasty (poba) was performed on (B)(6) 2010. There was no adverse patient sequela reported and on (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.